Event description:
This MFR report pertains to the first of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-6529 and #3005099803-2008-6291 for a description of the other devices. It was reported to boston scientific corporation in 2007 that a resolution clip device was used during a esophagogastroduodenoscopy (egd) procedure performed in 2007 (male patient, weight unknown). According to the complainant, the physician attempted to stop a bleed with a resolution clip device, and the clip did not deploy properly. The physician attempted to complete the procedure with a second resolution clip device.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.